Event description:
This is a spontaneous case report received from a nurse on behalf of a physician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Additional information was received on (B)(6) 2015 from hospital's surgery coordinator. On (B)(6) 2015 the nurse reported that the patient was scheduled for removal of essure. Later, hospital's surgery coordinator confirmed that the surgery was performed on (B)(6) 2015. Reason for essure removal was that the patient complained of monthly hives ever since essure was inserted and she had nickel allergy. She also stated that essure was not inserted by reporting physician and she did not know essure lot number. Product technical complaint investigation was received on (B)(4) 2015: the bayer ptc global reference number is (B)(4). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy. The device was surgically removed. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, given the positive temporal relationship between the reported event and the suspect insert causality cannot be excluded. Due to the intervention reported, this case is regarded as incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.